Manufacturer narrative:
Device was used for treatment, not diagnosis. Body mass index within normal range (21.6 kilogram per square meter). This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article: botolin, s., mauffrey, c., hammerberg, e.m., hak, d.j., and stahel, p.f. (2013). Heterotopic ossification in the reaming tract of a percutaneous antegrade femoral nail: a case report. Journal of medical case reports, 7:90, 1-7. The authors note that minor bone growth can often occur around the proximal end of reamed femoral nails; however, heterotopic ossification, characterized by bone growth in soft tissues, may also occur. The authors presented the case of a (B)(6) caucasian female who underwent percutaneous antegrade reamed intramedullary nailing fixation of a femoral shaft fracture with a synthes cannulated titanium interlocking nail. The patient developed extensive heterotopic ossification around the reaming seeds of the reamed femoral nail. The patient experienced severe pain and significantly impaired range of motion of the hip joint requiring surgical heterotopic ossification resection; hip abduction was restored to normal function. The authors concluded that heterotopic ossification may occur after percutaneous femoral nailing of femur shaft fractures and that care should be taken to avoid osteogenic seeding of the soft tissue during antegrade femoral nailing. This is report 1 of 1 for complaint (B)(4). This report is for an unknown nail. A copy of the journal article is being submitted with this medwatch.